Event description:
Sureflex 365 laser fiber was inside the ureteroscope inside the pt. The laser fiber broke, breaking the fiber optics of the scope. No harm was caused to the pt. Surgeon states pt had unusual anatomy.